Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. The customer also reported that they were hospitalized on (B)(6) 2020 due to diabetic ketoacidosis with a high blood glucose level of 33 mmol/l. The customer stated that they experienced abdominal pain and body pain due to high blood glucose level. The customer was on intravenous insulin and also used the insulin pump to treat high blood glucose levels at the hospital. The customer alleged the insulin pump for under delivery but the reason was unknown. The drive support cap of the insulin pump appeared normal. The customer wished to perform the high pressure test. The insulin pump also had a crack on the top of the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using carelink. No damage noted on the lcd glass. Device had a small crack on the display window, cracked case at display window corner, cracked reservoir tube, cracked reservoir tube lip and a stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment.